Manufacturer narrative:
Evaluation summary: the injector was not returned for evaluation for the report of the plunger overriding the iol and creating a crack, resulting in the removal of the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issues cannot be determined. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the plunger went over the iol and made the iol crack. The iol was removed immediately and replaced with another iol. There was no patient harm. The surgeon suspects that the folding of the iol (done by the nurse) to be the cause of the event. The surgeon does not suspect the iol. Additional information has been requested.